Event description:
Baxter received a customer report concerning a device observed to be involved in an overifusion incident. The device was filled with 5-fu 38ml, saline 54ml for a total fill volume of 92ml. The infusion duration was observed to be 92ml in 36 hours. The expected infusion time was 46 hours. No injury or medical intervention is associated with this incident.

Manufacturer narrative:
Correction: the manufacturing facility verified that the lot number of the device returned by baxter was 07a028 and not 07m028. Evaluation summary: one used unit was received containing no solution. Upon receipt, the unit was visually examined for signs of abnormality; however, none were found. The imprint on the flow restrictor was noted to be correct. Per procedure, a flow test was subsequently performed on the unit for 42 hours. At the end of the flow test period, the following flow rate (ml/hr) was produced from the unit: calculated normalized (2.5%) specification range 2.04 2.09 1.80 --- 2.20 the flow rate was found to be within the specification range. Therefore, based on the evaluation findings, the device performed as expected. A review of all records related to the manufacture of lot 07a028 has been conducted, which revealed no evidence of defects or exceptions related to the reported condition during inspection, testing and manufacturing of the product lot. The product met the acceptance criteria for release. The manufacturing facility has been made aware of this report through baxter's complaint handling system. The manufacturing facility will continue to monitor similar incidents for possible trends.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 12 2007. The device involved in this incident has been requested for evaluation. Should the device be returned, evaluation results will be provided in a follow up report. A review of all records related to the manufacture of the product lot has been requested, and will be provided in a follow-up report.